Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a power surge and now the patient temperature was lower, and it seemed that the device was cooling. Water temperature was 28.5c, patient temperature was 36.0c, and target temperature was 37.0c. There was good flow rate and no alert 113 (reduced water temperature control) in event log.

Event description:
It was reported that the arctic sun device had a power surge and now the patient temperature was lower, and it seemed that the device was cooling. Water temperature was 28.5c, patient temperature was 36.0c, and target temperature was 37.0c. There was good flow rate and no alert 113 (reduced water temperature control) in event log. Per follow up 1 on 07jan2021 via nurse, stated all issues were resolved during troubleshooting. Patient completed therapy with no further issues.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.